Event description:
Reportedly, the user was experiencing chronic pain at the implant site despite having undergone surgery to reposition the device and treatment with systemic antibiotics and steroids. The user finally requested to have the device removed. Per surgeon, the device was still functioning normally. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigation of the received part did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely due to an infection at the implant site, very likely causing the reported pain. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. In situ measurements point to high impedance on the three most basal channels, however the received parts of the electrode array do not show a damage which would explain for this. A definite cause for the observed three channels with high impedance cannot be determined. Mechanical damages found during investigation are attributable to the removal surgery. This is a combined initial and final report.